Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation, the unit was received without the customer's circuit. The unit was ran at various pressures, power, and frequency with no issues. The unit was due for the 2k preventative maintenance. Vyaire medical performed the service to meet manufacturer's specifications.

Event description:
It was reported to vyaire medical that the mean airway pressure (map) readings were fluctuating. There was no report of any patient involvement associated with this reported event.